Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced weakness. It was reported by the patient that an alert was heard on their home monitor and they thought there may be an "issue" with their device. The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.